Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error after a motor encoder alarm . The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap not protruded, loose, or sticking out. The insulin pump is being replaced and is expected to return for analysis.